Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint broken lens and dented shaft was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." (Page 4); "pay close attention to the care, cleaning, disinfection, and sterilization instructions in this manual. Any deviation can cause damage." (Page5) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ureteroscope, 43cm exhibited a broken lens. The issue occurred during reprocessing. There were no reports of patient harm.